Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, and prime test. However, the unit was received stuck in a motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during testing. The device was unable to undergo the excessive no delivery test and occlusion test due to the motor error alarms. The pump was received with a cracked case at the display window corner, cracked reservoir tube lip, and minor scratches on the lcd window. (B)(4)

Event description:
Customer reported via phone call that the insulin pump alarmed with a no delivery and then a motor error. The patient's blood glucose at the time of incident was 120 mg/dl. The customer mentioned that the motor error occurred while filling the tubing. Troubleshooting was initiated for the motor error alarm. The customer stated that she dropped the pump while walking the dogs into the house. The customer was able to complete the rewind sequence. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.